Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the unspecified quantity of clearlink system secondary medication sets would not infuse. The tubing was primed and the vent was opened; however, the unspecified "medication" would not infuse. This occurred during an unspecified infusion. There was no report of patient injury or medical intervention associated with this event. No additional information is available.